Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The CAPA was initiated on 2016-02-23 to address the issue of the proclaim ipg entering service application (orion ipg family). Investigation is complete and being monitored by the manufacturer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient¿s implant procedure on (B)(6) 2016, the ipg became inoperable after being placed into the pocket. The physician decided to remove the ipg and implanted a new ipg which resolved the issue.